Event description:
Same case as MDR ID: 2134265-2015-05668. It was reported that deployment issues occurred resulting in incorrect coil placement. The target vessel was located in the gastroduodenal artery (gda). A 4mm x 8cm interlock¿ and a .021 renegade catheter were used for embolization. During the procedure, the coil was delivered to the target vessel through the renegade catheter. Intermittent hand flushing was performed. Once the coil was advanced out of the tip of the catheter, it would not unhook from its pusher wire. After several attempts, the catheter flipped out of the gda and into the hepatic artery. The coil then inadvertently deployed in the hepatic artery. The coil was successfully snared from the hepatic artery and the procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the coil was returned for analysis. Visual inspection of the device observed the coil was severely stretched and kinked at the proximal end. Dried blood was present on the coil. The interlocking arm of the main coil was pulled off and was not returned. There was evidence of a weld indentation on the coil. Microscopic inspection noted no issues with the coil zap tip. The dimensions that could be measured were observed to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil becoming jammed in the catheter. The preparations for use instructs the user to begin continuous flush before introducing the coil into the catheter. The probable non-performance of this maintenance step is a contributory factor in the excessive friction encountered in this event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05668. It was reported that deployment issues occurred resulting in incorrect coil placement. The target vessel was located in the gastroduodenal artery (gda). A 4mm x 8cm interlock¿ and a .021 renegade catheter were used for embolization. During the procedure, the coil was delivered to the target vessel through the renegade catheter. Intermittent hand flushing was performed. Once the coil was advanced out of the tip of the catheter, it would not unhook from its pusher wire. After several attempts, the catheter flipped out of the gda and into the hepatic artery. The coil then inadvertently deployed in the hepatic artery. The coil was successfully snared from the hepatic artery and the procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).